Event description:
The service report shows the customer reported, that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The biomed inspected the device and could not duplicate the alleged event. The unit passed extended self-testing and no parts were replaced.

Manufacturer narrative:
Npb was not authorized to evaluate the ventilator but the biomed reported the alleged malfunction was not duplicated.